Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an infusion set occlusion occurred while using an ilet system with a contact detach infusion set, causing elevated blood glucose that was only resolved after a full supply change; the agent was unable to identify an exact cause and indicated a likely site location issue consistent with an obstruction of flow involving the connector/coupler. Symptoms included hyperglycemia. Outcomes included a serious injury/illness/impairment classification due to the elevated glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed findings consistent with a deformation problem and obstruction of flow associated with the connector/coupler. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.